Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is february 15, 1999.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, noise was observed on the lead. Boston scientific technical services (ts) recommended obtaining a chest x-ray to assess the lead. An invasive procedure was subsequently performed. High pacing threshold measurements were noted at that time. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.